Event description:
Two radiological technicians each received one carbon fiber splinter in their index finger while handling radiographic cassettes. The splinters were removed from the fingers of both technicians. One technician was treated with approximately 2-3 suture stitches.